Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of more than 468 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Infusion set bent cannula was also reported. The customer was treated with bolus. Customer was not calling back to perform an high pressure test. Customer was advised to remove reservoir, rewind, reinsert reservoir and run load reservoir/fill tubing with current set. Customer reported insulin exited at the qr. Customer declined to troubleshoot. The device is not expected to be returned for analysis.